Manufacturer narrative:
User reported an event where the previous sensor could not be removed. Per case notes, the hcp was not able to locate the sensor in the user's left arm, thus unable to remove the sensor on the first attempt. Per clinic representative, another removal attempt will take place on the user's next appointment for sensor removal after six months. The sensor removal status will be updated in the supplement report when the information becomes available.

Manufacturer narrative:
This MDR is a result of retrospective review of complaints. Despite multiple follow up attempts with the user, the removal status of the sensor could not be confirmed. No further investigation is required. B4. Date of this report updated to 10 january 2024. G3. Date received by manufacturer updated to 19 august 2023.

Manufacturer narrative:
The hcp was not able to locate the sensor in the user's left arm, thus unable to remove the sensor on the first attempt. Per clinic representative, another removal attempt will take place on the user's next appointment for sensor removal after six months. The sensor removal status will be updated in the supplement report when the information becomes available.

Event description:
On july 17, 2023, senseonics was made aware of an adverse event where the physician was unable to remove the sensor from the user's left arm on the first attempt. The sensor could not be found by palpating the area nor could the sensor be detected by the transmitter.